Event description:
There was an allegation of discrepant inr results with a coaguchek inrange meter with an unknown serial number compared to an unknown laboratory method. The meter result was 7.6 inr. The lab result was 5.26 inr. The tests were performed within 3 hours. The patient's therapeutic range is 3.5 inr - 4.5 inr.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.